Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that liquids had entered around the power switch overlay. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was also communicated that in addition to the fluid ingress around the power witch overlay, the power on/off light emitting diode (led) was observed to have failed. The device was otherwise observed to have kept operating. The issue was observed during a post-use inspection of the device. On 06jan2026, an authorized service provider (asp) evaluated the device. The asp found liquid resembling blood around the power switch overlay during the evaluation. The asp confirmed that there was a lighting failure of the power on/off led. To resolve the issues, the asp replaced the power switch overlay. Following the part replacement the asp completed an overall check, cleaning, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.